Event description:
It was reported that after insertion of the iab, the physician noticed that the hemodynamics were lower than the monitor the signal was being slaved from. The iab was removed without any pt complications.